Event description:
This case was reported via regulatory authority (reference number: mw5068124) on 08-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding including clots and lasting an average of ten days per month, after ablation continued to have long menstrual cycles"), migraine ("several migraines per month, severe headaches") and cholecystectomy ("cholecystectomy") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced several migraines per month, serious weight gain, bloating, joint pain, terrible, searing back pain, heavy menstrual bleeding including clots lasting an average of ten days per month, brain fog, anxiety and anger issues before prior to having essure placed. Concomitant products included sumatriptan succinate and rizatriptan (maxalt). On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day after starting essure, the patient experienced menorrhagia (seriousness criteria disability, medically significant and clinically significant/intervention required), migraine (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal distension ("serious weight gain"), weight increased ("serious weight gain"), back pain ("terrible, searing back pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), anxiety ("anxiety") and anger ("anger issues"). The patient was treated with surgery (in 2012, had an endometrial ablation, looking forward to a hysterectomy) and surgery (cholecystectomy). Essure treatment was not changed. At the time of the report, the menorrhagia and migraine had not resolved and the cholecystectomy, abdominal distension, weight increased, back pain, arthralgia, feeling abnormal, anxiety and anger outcome was unknown. The reporter considered menorrhagia, migraine, cholecystectomy, abdominal distension, weight increased, back pain, arthralgia, feeling abnormal, anxiety and anger to be related to essure. The reporter commented: I am now looking into having a hysterectomy to remove the coils from my body. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was fu hsg to confirm closure of fallopian tubes. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure inserted and experienced heavy menstrual bleeding including clots and lasting an average of ten days per month (menorrhagia). She underwent an endometrial ablation and after ablation continued to have long menstrual cycles. She also stated she has been experiencing several migraines per month, severe headaches since essure insertion and she had a cholecystectomy. Menorrhagia is anticipated whereas migraine and cholecystectomy are unanticipated in essure's reference safety information. Abnormal vaginal bleeding and changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between menorrhagia and essure was considered related. Cholecystectomy is indicated in the presence of gallbladder trauma, gallbladder cancer, acute cholecystitis, and other complications of gallstones. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel). Therefore, causality between this device and cholecystectomy and migraine was considered unrelated. This case was regarded as incident, due to the required intervention. In addition, non-serious events were reported. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This case was reported via regulatory authority (reference number: mw5068124) on 08-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding including clots and lasting an average of ten days per month, after ablation continued to have long menstrual cycles"), migraine ("several migraines per month, severe headaches") and cholecystectomy ("cholecystectomy") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced several migraines per month, serious weight gain, bloating, joint pain, terrible, searing back pain, heavy menstrual bleeding including clots lasting an average of ten days per month, brain fog, anxiety and anger issues before prior to having essure placed. Concomitant products included sumatriptan succinate and rizatriptan (maxalt). On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day after starting essure, the patient experienced menorrhagia (seriousness criteria disability, medically significant and clinically significant/intervention required), migraine (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal distension ("serious weight gain"), weight increased ("serious weight gain"), back pain ("terrible, searing back pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), anxiety ("anxiety") and anger ("anger issues"). The patient was treated with surgery (in 2012, had an endometrial ablation, looking forward to a hysterectomy) and surgery (cholecystectomy). Essure treatment was not changed. At the time of the report, the menorrhagia and migraine had not resolved and the cholecystectomy, abdominal distension, weight increased, back pain, arthralgia, feeling abnormal, anxiety and anger outcome was unknown. The reporter considered menorrhagia, migraine, cholecystectomy, abdominal distension, weight increased, back pain, arthralgia, feeling abnormal, anxiety and anger to be related to essure. The reporter commented: I am now looking into having a hysterectomy to remove the coils from my body. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was follow-up hsg to confirm closure of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-apr-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure inserted and experienced heavy menstrual bleeding including clots and lasting an average of ten days per month (menorrhagia). She underwent an endometrial ablation and after ablation continued to have long menstrual cycles. She also stated she has been experiencing several migraines per month, severe headaches since essure insertion and she had a cholecystectomy. Menorrhagia is anticipated whereas migraine and cholecystectomy are unanticipated in essure's reference safety information. Abnormal vaginal bleeding and changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between menorrhagia and essure was considered related. Cholecystectomy is indicated in the presence of gallbladder trauma, gallbladder cancer, acute cholecystitis, and other complications of gallstones. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel). Therefore, causality between this device and cholecystectomy and migraine was considered unrelated. This case was regarded as incident, due to the required intervention. In addition, non-serious events were reported. A product technical analysis concluded a quality defect was not confirmed but is considered plausible. Further information could not be obtained despite attempts.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5068124) on 08-mar-2017. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding including clots and lasting an average of ten days per month, after ablation continued to have long menstrual cycles"), migraine ("several migraines per month, severe headaches") and cholecystectomy ("cholecystectomy") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: she never experienced several migraines per month, serious weight gain, bloating, joint pain, terrible, searing back pain, heavy menstrual bleeding including clots lasting an average of ten days per month, brain fog, anxiety and anger issues before prior to having essure placed. Concomitant products included maxalt (rizatriptan benzoate) and sumatriptan succinate. On 22-oct-2012, the patient had essure inserted. On 22-oct-2012, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criteria disability, medically important and intervention required), abdominal distension ("serious weight gain"), migraine (seriousness criterion medically important), back pain ("terrible, searing back pain") and arthralgia ("joint pain"), was found to have weight increased ("serious weight gain") and underwent cholecystectomy (seriousness criterion medically important). An unknown time later she experienced feeling abnormal ("brain fog"), anxiety ("anxiety") and anger ("anger issues"). The patient was treated with surgery (in 2012, had an endometrial ablation/ hysterectomy on (B)(6) 2018 and cholecystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding and migraine had not resolved. The outcomes for abdominal distension, cholecystectomy, weight increased, back pain, arthralgia, feeling abnormal, anxiety and anger were unknown. The reporter considered abdominal distension, anger, anxiety, arthralgia, back pain, cholecystectomy, feeling abnormal, heavy menstrual bleeding, migraine and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: followup hsg to confirm closure of fallopian tubes quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received. Reporter information updated. Product stop date & surgery details updated. Patient address updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5068124) on 08-mar-2017. The most recent information was received on 14-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding including clots and lasting an average of ten days per month, after ablation continued to have long menstrual cycles") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: she never experienced several migraines per month, serious weight gain, bloating, joint pain, terrible, searing back pain, heavy menstrual bleeding including clots lasting an average of ten days per month, brain fog, anxiety and anger issues before prior to having essure placed. Concomitant products included maxalt (rizatriptan benzoate) and sumatriptan succinate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criteria disability and intervention required), back pain ("terrible, searing back pain"), abdominal distension ("bloating"), migraine ("several migraines per month, severe headaches") and arthralgia ("joint pain"), was found to have weight increased ("serious weight gain") and underwent cholecystectomy ("cholecystectomy"). An unknown time later she experienced feeling abnormal ("brain fog"), anxiety ("anxiety") and anger ("anger issues"). The patient was treated with surgery (endometrial ablation in 2012, hysterectomy on 01-jan-2018 and cholecystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding and migraine had not resolved. The outcomes for back pain, abdominal distension, cholecystectomy, weight increased, arthralgia, feeling abnormal, anxiety and anger were unknown. The reporter considered abdominal distension, anger, anxiety, arthralgia, back pain, cholecystectomy, feeling abnormal, heavy menstrual bleeding, migraine and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): follow-up hsg to confirm closure of fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5068124) on 08-mar-2017. The most recent information was received on 15-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding including clots and lasting an average of ten days per month, after ablation continued to have long menstrual cycles") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation, menorrhagia, dysfunctional uterine bleeding, migraine, parity 2, multi gravida, shortness of breath, chest pain, fever, weight loss and ovarian cyst. She never experienced several migraines per month, serious weight gain, bloating, joint pain, terrible, searing back pain, heavy menstrual bleeding including clots lasting an average of ten days per month, brain fog, anxiety and anger issues before prior to having essure placed. Concomitant products included maxalt (rizatriptan benzoate) and sumatriptan succinate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criteria disability and intervention required), back pain ("terrible, searing back pain"), abdominal distension ("bloating"), migraine ("several migraines per month, severe headaches") and arthralgia ("joint pain"), was found to have weight increased ("serious weight gain") and underwent cholecystectomy ("cholecystectomy"). Essure was removed on (B)(6) 2017. An unknown time later she experienced brain fog ("brain fog"), anxiety ("anxiety") and anger ("anger issues"). The patient was treated with surgery (robotic total laparoscopic hysterectomy right salpingectomy left salpingo-oophorectomy cystoscopy and cholecystectomy). At the time of the report, the heavy menstrual bleeding and migraine had not resolved. The outcomes for back pain, abdominal distension, cholecystectomy, weight increased, arthralgia, brain fog, anxiety and anger were unknown. The reporter considered abdominal distension, anger, anxiety, arthralgia, back pain, brain fog, cholecystectomy, heavy menstrual bleeding, migraine and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: bilateral essure micro-inserts are present. The uterus is slightly left of midline. The uterine cavity is unremarkable; (date unknown): follow-up hsg to confirm closure of fallopian tubes [pathology test] on (B)(6) 2017: gross description: received fresh is one segment of fallopian tube measuring 5.5 cm in length and averaging in diameter with attached ovary, measuring 4.5 cm, weighing 21 grams. Received in formalin in plastic container labeled with the patient's name and marked as "uterus and right fallopian tube" is uterus with attached ectocervix weighing 89 grams and measures 6x4.5%3.5cm [ultrasound pelvis] on (B)(6) 2014: impression: unremarkable transvaginal pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.